Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer states via phone that during a cta of the chest/abdomen, there was an extravasation. The specific details are unk; the setting on the injector is 4ml/sec for this procedure and all ivs for this protocol are 20 gauge. The female pt, older than 60 years old was from the ER. Hosp protocol for extravasations is ice and a radiologist is called to evaluate the site. The procedure was successfully completed with a new IV, and the pt was discharged without any add'l complications.